Event description:
Medtronic received a report of an artisse device that was the incorrect size used. The patient was undergoing surgery for treatment of a saccular aneurysm located in the basilar tip. The aneurysm had a maximum height of 4.0mm, width of 5.6mm and a 3.7mm neck diameter. The baseline modified rankin scale (mrs) was 0 and noted "no symptoms at all." The date of the eligibility criteria assessment was (B)(6) 2026. Digital subtraction angiography (dsa) imaging was done on (B)(6) 2025 of the midline hemisphere. It was reported that there had been a change in aneurysm that would impact the device size singe the baseline image, however, the aneurysm was still suitable to be treated with the artisse device. The device/marker protrusion did not result in an additional intervention during the procedure. Isf-065-040 study device was not implanted due to device deficiency as incorrect size. There was an attempt made to deploy the study device and to resheath the study device which was successful. No detachment attempts. The parent artery stenosis was greater than 5%-25%. No adjunctive device used. The study device isf-070-040 was implanted and there was no attempted to resheath the device. The artisse detachment device was attempted twice. After detachment the device placement was noted as satisfactory. The device had adequate conformability to the shape of the treated aneurysm. Ancillary devices include a benchmark, sofia, and a rebar-18. Additional information was received. The baseline modified rankin scale (mrs) score was 0 with no symptoms at all. The date of the eligibility criteria assessment was (B)(6) 2026. The date of imaging was (B)(6) 2025. The imaging type was a dsa. The side wasthe midline hemisphere, at the basilar tip. The aneurysm was saccular with a max height of 4.0 mm, with a width of 5.6 mm, and a max neck size of 3.7 mm. The device deficiency could have led to a serious adverse device effect (sade). Initially, the implant artisse device was deployed into the subject's aneurysm. Based on the imaging, the device appeared to be too small and was resheathed. Artisse device was then deployed and was successfully implanted into the aneurysm. Additional information received reporting that the core lab reviews imaging from the procedure. There was no adverse event or injury associated with this dd has been reported by the study site. The vessel tortuosity was not collected, therefore is unknown. The site has been queried to see if it was/is being returned. This information was entered in to the database directly by the study site. Additional information received reporting that the isd-5-pk device was not returned, it was disposed per IFU. Additional information was received stating that, "the data field is 'parent artery stenosis', for which site reported a value of >5% - 25% at the time of index procedure. Additional information regarding this datapoint is not collected per study crfs, therefore is not known. This value is not reportable as a potential complaint." No symptoms reported by site. There are no adverse events reported for this subject. Additional information was received for patient details: medication or therapy updates. See relevant history for further information. No new event information was received. Additional information was received for patient details: medication or therapy updates. See relevant history for further information. No new event information was received. Additional information received reported the patient experience an episode of bradycardia and hypotension overnight post-operatively. The patient was treated with vasopressors. No other symptoms were reported. Echocardiogram was completed and showed "grade 1 diastolic dysfunction" but otherwise normal. It was suspected that the event could be related to anesthesia. The event was resolved and patient recovered by the following day. The event was not associated with a device malfunction and the site assessment concluded the event was not related to the study device, procedure, or antiplatelet medication. The medtronic study sponsor concluded the event was possibly related to the procedure but not related to the artisse or antiplatelet medication. Additional information received that the patient was prescribed midodrine at discharge. The site updated their assessment for the ad verse event of bradycardia and hypotension to possibly related to the procedure. On (B)(6) 2026 the patient experienced vasospasm intraprocedurally. A follow-up angiogram during index procedure of left vertebral artery was performed which demonstrated persistent c atheter-related moderate vasospasm involving midportion of the v1 segment, treated with intra-arterial infusion of 10 mg of verapamil. A delayed follow-up angiogram demonstrated overall significant improvement in the catheter related vasospasm. The site assessed the vasospasm as not related to the study device or antiplatelet medication and causal relationship to the procedure. The sponsor assessed the vasospasm as causal to the index procedure and not related to the artisse or antiplatelet treatment. The outcome resolved on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.